Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was broke. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.